Event description:
It was reported that the patient was hospitalized as the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic noise oversensing, under primary vector configuration. Reportedly, the patient has gained 15 kilograms and fell on the back on the previous months to this case. Technical services reviewed the device data and suggested troubleshooting. Noise could not be reproduced after provocative maneuvers were performed. Shock therapy was turned off and a potential revision was being considered. However, further information received indicates the s-ICD system was reprogrammed instead. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was hospitalized as the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic noise oversensing, under primary vector configuration. Untreated episodes were recorded as well due to the same issue. Reportedly, the patient has gained 15 kilograms and fell on the back on the previous months to this case. Technical services reviewed the device data and suggested troubleshooting. Noise could not be reproduced after provocative maneuvers were performed. Shock therapy was turned off and a potential revision was being considered. However, further information received indicates the s-ICD system was reprogrammed instead. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was hospitalized as the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic noise oversensing, under primary vector configuration. Untreated episodes were recorded as well due to the same issue. Reportedly, the patient has gained 15 kilograms and fell on the back on the previous months to this case. Technical services reviewed the device data and suggested troubleshooting. Noise could not be reproduced after provocative maneuvers were performed. Shock therapy was turned off and a potential revision was being considered. However, further information received indicates the s-ICD system was reprogrammed instead. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.